Manufacturer narrative:
Device available for evaluation? Yes. Returned date: (B)(6) 2016. Date received by manufacturer: 08/09/2016. Product evaluation: - (B)(4)¿ mainframe: service and repair examined the unit; could not duplicate customers issue regarding "not functioning properly". As a precaution, placed unit in burn-in for 24 hours for observation. No fault found with the unit. The item was tested and passed all manufacturing specifications. - (B)(4)¿ patient interface: service and repair examined the unit; could not duplicate customers issue. Replaced wave washer due to loose cable clip. The item was tested and passed all manufacturing specifications. (B)(4).

Manufacturer narrative:
Concomitant device: 8253200: patient interface 8253200, response 3.0, s/n (B)(4), lot 208425557 manufactured: 06/10/2014. Product evaluation: analysis results not available; devices not returned for evaluation.

Event description:
It was reported that the rln nerve did not respond with a waveform when stimulated. The nim 3.0 system did respond with a "beedle" noise, but did not give the "thump" or the waveform that were expected. The mainframe and interface were then switched out with a different nim system and the backup system worked as expected. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.